Event description:
The customer reported the battery latch is broken. The battery will not stay in safely inside the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery latch is broken. The battery will not stay in safely inside the device. There was no report of pt involvement. The customer ordered a replacement battery latch to resolve the reported issue. Philips sent the customer a new battery latch. There was no request for further action or response from the customer.